Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to metallosis. Surgeon performed a head & liner exchange. Surgeon reported corrosion on the head, as well as on the trunnion. Rep reported that the corrosion on the trunnion was easily removed with no significant threading. As the stem and shell were well-fixed and well-positioned, they were not revised. Patient was revised to a v-c taper sleeve and a 32 biolox head. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Additional information: device evaluated by mfg. An event regarding revision due to corrosion of a metal head was reported. The event was confirmed by the mar performed. Material analysis was performed and concluded "adhered debris was observed on the taper of the head. Impingement was observed on the insert. Burnishing, scratching, delamination, and third-body indentations being observed on the insert. These are common damage modes of uhmwpe. Eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion product, biological material and material transfer from a hip stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined.." No medical records or x-rays were made available for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. Material analysis was performed and concluded that "adhered debris was observed on the taper of the head. Impingement was observed on the insert. Burnishing, scratching, delamination, and third-body indentations being observed on the insert. These are common damage modes of uhmwpe. Eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion product, biological material and material transfer from a hip stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." Therefore, the event was confirmed but root cause could not be determined because the insufficient medical information was provided. Further information such as patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to metallosis. Surgeon performed a head & liner exchange. Surgeon reported corrosion on the head, as well as on the trunnion. Rep reported that the corrosion on the trunnion was easily removed with no significant threading. As the stem and shell were well-fixed and well-positioned, they were not revised. Patient was revised to a v-c taper sleeve and a 32 biolox head. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.